Manufacturer narrative:
As no further info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's tech svs (ts) to report that this physician was planning to evacuate a hematoma that developed post-implant. The loca rep asked if the device should be retested. Ts explanted that the device should be retested but that it would be at the discretion of the physician. Subsequently, boston scientific received add'l info that following evacuation of hematoma the pt developed an infection requiring surgical intervention (explant of device and electrode in late (B)(6) r 2014).